Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high impedance and loss of capture were observed on the right ventricular lead. The device was reprogrammed in order to resolve the event. The patient's condition was stable and there were no adverse consequences.